Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00235. The date of that submission was 10-jul-2025. No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that during production using the 100 ml yellow cassettes, visual inspection identified two cassettes with a particle. The majority of cassettes used were from. There was no patient involvement.